Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: the logs show the first sureform 45 stapler instrument was used first and it was installed on the system 1x and fired 1 blue reload. On the only install, the logs show 2 successful clamp attempts. It appears that the user initiated a fire, but released the fire pedal before the firing began, represented by an error. At this point, the customer restarted the system and pressed the emergency stop button. The system was restarted a second time and the grip release tool was detected on the instrument, resulting in the force expiration of the instrument. It appears that the customer attempted to reinstall the stapler a final time but it failed to be recognized by the system due to the force expiration. The instrument was then removed and not used in the procedure again. Next, the logs show a second sureform 45 stapler instrument was installed on the system 11 times and fired 1 blue sureform 45 reload. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On the next 10 installs, the stapler failed to engage with the system. The logs show an error, with parameters of the errors indicating that the roll axis hardstop verification check failed on each install. The instrument was then removed and not used in the procedure again. Next, the logs show a third sureform 45 stapler instrument was installed intermittently on the system 4 times and fired 3 sureform 45 reloads (1 blue, followed by 2 green). On installs 1 and 4, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 2, a green sureform 45 reload was loaded; however, no clamping or firing was attempted. On install 3, the first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no additional relevant errors in the logs pertaining to the use of these staplers.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument experienced a failure to fire with an exposed blade before the firing sequence with a blue sureform 45 reload. The sureform 45 stapler was clamped on tissue but reportedly did not fire and was then manually opened by the customer. It was noted that tissue was dragged during the firing failure. No malformed staples, tissue stuck to the stapler reload, missing staples from the staple line, or holes or gaps in the staple line were observed. Also, no bleeding was observed and there was no unplanned tissue removal. Additionally, there were no obstructions such as clips, staples, or other hard material between the instrument jaws or fire over an existing staple line. After the failure to fire with the first sureform 45 stapler instrument, the da vinci system reportedly shut down. After the system restart, a new sureform 45 stapler instrument was opened; however, the new stapler instrument would not recognize or engage with the system. A third sureform 45 stapler instrument was opened and used for the remainder of the procedure which was completed robotically.

Manufacturer narrative:
Device evaluation and additional information: intuitive surgical inc. (Isi) received a blue amd a greem sureform 45 reload for failure analysis evaluation. There was no damage to the stapler reloads. The stapler reloads were returned unused and unfired. No product issue was identified. Isi also received the sureform 45 stapler instrument associated with this complaint. A visual inspection of the instrument displayed no signs of physical damage. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.